Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 04/16/2016 to report a loss of connection that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the unit has no voltage. The reported event of a loss of connection was not confirmed. A root cause could not be determined.